Manufacturer narrative:
(B)(4). Final report. The patient fell, resulting in fracture of acetabulum and subsequent movement of the trinity implants. As the patient did not seek immediate medical attention, and thus continued to ambulate on the now misaligned implants, damage occurred to the implants. Following a review of the manufacturing records it was confirmed that the corin implants were manufactured to the correct dimensional and material specification. The corin implants did not contribute to the requirement for revision. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Trinity shell, ecima liner and ceramic modular head revision after 7 months due to a fractured pelvis following a fall.

Manufacturer narrative:
(B)(4). Pt medical history, event details, pt outcome and the explant have been requested in order to progress with the investigation. Device manufacturing records will be reviewed.

Event description:
Trinity shell, ecima liner and ceramic modular head revision, after 7 months, due to a fractured pelvis.